Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Due to the absence of the device, lenstec was unable to perform a more thorough investigation of this complaint. We are therefore unable to determine what may have taken place to cause the loop of the lens to be broken during the surgery. However, lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Therefore, lenstec recommends that the user follow the instructions for use which indicates the procedure for correct implantation of the lens.

Event description:
Lenstec received an email stating ""the loop of the lens was broken during the surgery." The implant / explant date was (B)(6) 2024 and another lens was implanted. There was no patient injury or surgical intervention noted. The device was discarded at the facility.